Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels (53-430 mg/dl). Reportedly, the pump settings needed to be adjusted. Customer addressed low bg levels with juice and food, and addressed elevated bg levels with boluses. Reportedly, the customer reached out to customer's health care professional to discuss pump settings.